Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing integrity counter (sic) went up to 161 (within 328 days) along with ventricular tachycardia (vt) non-sustained and high rate non-sustained episodes and evidence of oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was oversensing noted on the patient's episodes. The episodes were isolated to a little more than a week apart and it was not cyclic and was seen simultaneously on both the atrial and ventricular nearfield electrogram (egm). It could not be determined what was causing the oversensing. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.